Event description:
Device is not able to be interrogated. The patient is transmitting to home monitoring fine. The patient has an lvad and it is suspected that it may be interfering with interrogation capabilities. Device remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.